Event description:
Philips dreamstation replaced (B)(6) 2021 (new sn (B)(4)) for documented particulate issue. Filter(s) replaced per instructions, normal gray contamination noted on filters until 2022 (B)(6), both filters were darker, almost black. Replaced dreamstation unit never had dark filters even when replaced past recommended time periods. I replaced both filters and now inspect daily and replace if dark matter is present. I will obtain microscope to view material on retained filters. I am second patient to report this condition on replacement philips dreamstaion to (B)(6). Contacted dr. (B)(6). FDA safety report ID # (B)(4).